Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and caused the customer to call the paramedics. The customer was unable to get their blood glucose level down with the insulin pump or with manual injections. The customer was hospitalized on (B)(6) 2014 due to a high blood glucose level. The customer's blood glucose level did not register. The customer was vomiting prior to calling the paramedics. The customer had a diabetic ketoacidosis. Customer was not wearing the insulin pump at the time of the 911 call. The customer was off their insulin pump since that morning. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.